Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose results.the customer is concerned with results obtained results of 237mg/dl. The expected fasting blood glucose test result range is 80-130mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the dining room. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 237 and 211mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 12/22/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1 : 167mg/dl date: (B)(6) 2017 time: 11:19am fasting, result 2 : 219mg/dl date: (B)(6) 2017 time: 11:18am fasting, result 3 : 171mg/dl date: (B)(6) 2017 time: 11:17am fasting, result 4 : 216mg/dl date: (B)(6) 2017 time: 11:17am fasting, result 5 : 153mg/dl date: (B)(6) 2017 time: 11:21am fasting. Customer states the meter is reading high. Customer states the meter read 237ng/dl fasting and his normal range is 80-130mg/dl fasting.